Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, no additional information regarding the event was obtained due to patient privacy regulations. The device is also unavailable for analysis, as the device was not removed from the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This patient also had other related events; please reference the other medwatch reports filed under patient identifier #(B)(6).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient has expired. It is unknown if the death was device related. Unfortunately, the cause of death was not provided. Furthermore, there have not been any allegations of a product malfunction resulting from the use of this device.